Event description:
Hcp reports ipg system removal due to repeated infections. Signs of infection included erythema, redness, skin breakdown, poor wound healing and swelling. Cultures are pending at the time of this report. The pt was treated with antibiotics, repositioning, washout, plastics closure and, finally complete ipg system removal. The device was explanted and returned to the manufacturer for analysis.